Event description:
Customer reported receiving a high reading of 117 mg/dl on their blood glucose monitor. The reference reading of 67 mg/dl was received on the lab's meter within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in progress. A follow-up report will be filed once investigation results are available.